Event description:
As reported, a 3mm 4cm saber percutaneous transluminal angioplasty (pta) balloon was used. However, it ruptured before reaching nominal pressure. After that, a non-cordis balloon of the same specification was used. There was no reported injury to the patient. No additional information will be forthcoming. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.